Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-oct-11, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient's pump was discontinued and removed because it was not working but the "wires were still inside". The pump was removed may of last year.